Event description:
The pt had cancer of the pharynx. The pt underwent surgery. After the operation, two drains were placed. A 15fr drain was inserted from the side of the collarbone, parallel to the jugular then turned down around the top of the neck in an inverted 'u' shape. A 10 fr drain was placed at the back of the neck. Two days later, the pt was described to be in a state of delirium and cut the drains with scissors. Three to five centimeters of drain length remained outside of the pt. Hospital personnel attached a 4 to 5 cm catheter to the remaining portion of the drain, and then connected a new drain to the other end of the catheter. The new drain was then attached to the adapter, and then a 300ml reservoir port. Drainage for the next 3 days was described as normal. On the third day, the pt was bleeding heavily from the mouth. Suction was applied but the source of the bleeding could not be found. A dissection was performed and it was noted that the jugular vein was injured. The injury to the jugular was 5mm x 7mm in size. The pt expired from loss of blood.